Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure with a bifurcated stent and suprarenal aortic extension. A follow up computed tomography (CT) showed a type 3a endoleak. The patient was asymptomatic and on (B)(6) 2017 the physician elected to implant two ovation limb extensions to seal the leak. During the secondary intervention the physician had trouble gaining accessing the femoral artery with the afx introducer due to patient anatomy. The physician decided to complete the repair with the ovation devices. Patient is reported as stable post procedure.